Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the oxygen connector had disconnected out of the device's oxygen interface. The device was in use on a patient at the time the reported issue was discovered. The reported issue had caused bleeding to the nurse's head as well as redness and swelling to the nurse's right wrist. The use of the device was immediately stopped, and the nurse's injury was disinfected. The nurse's injury would gradually digress. It was reported that the oxygen connector had disconnected out of the device's oxygen interface. This investigation is ongoing.

Manufacturer narrative:
It was reported that the oxygen connector had disconnected out of the device's oxygen interface. Per good faith effort (gfe) response, it has been clarified and confirmed that the reported issue was not due to a philips product and was caused by the hospital's wall outlet. This complaint will be closed as a non-malfunction of the v60. It has been clarified and confirmed that the reported issue was not due to a philips product and was caused by the hospital's wall outlet. This complaint will be closed as a non-malfunction of the v60. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.